Event description:
A company representative reported that a patient underwent revision surgery to address a yukon screw that fractured post-operatively.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.